Event description:
Caller reported that the insulin gauge displayed an incorrect amount. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.